Manufacturer narrative:
Complaint allegation confirmed. One unpackaged ar-9620-10d batch number 95672227 was received for evaluation. The device arrived attached to the ar-9617 batch 022239. The visual evaluation found the devices being cold-welded together. The damage to the device inside the connector could not be measured or evaluated. The outside diameter was measured by drawing c13825 at revision 4. Diameter (ø .385 ± .005). The result indicated that the diameter is in tolerance measuring (ø.386). No functional testing was performed due to the devices being cold-welded together. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/26/2024, it was reported by a sales representative via (B)(4) that an ar-9620-10d 10 mm drill became stuck with the ar-9617 quick connect drive shaft. This occurred during a case where the issue did not need to be resolved. There was no patient harm.